Manufacturer narrative:
The customer reported accuracy concerns when using the a1cnow+. The customer reported receiving a result of 12.6% on the a1cnow+ compared to a lab results of 6% on the same day. There were no allegations of patient/user harm. During troubleshooting it was determined that the customer was not following the instructions as well as testing patients that were identified under the "limitations" section of the package insert. Qc retains measured within specification and the customer complaint could not be duplicated. Due to human error at complaint receipt, this item was not flagged as a pmdr until after the date by which it should have been reported. A CAPA has been issued accordingly.

Event description:
The customer reported accuracy concerns when using the a1cnow+. The customer reported receiving a result of 12.6% on the a1cnow+ compared to a lab results of 6% on the same day. There were no allegations of patient/user harm.